Event description:
During the second inflation at a highly calcified lesion, the catheter was inflated to 12 atm for 1 minute and contrast media leakage was observed. Another same product was used and the procedure was completed.

Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the patient information. The angiosculpt device was returned for lab analysis. Visual examination confirmed an overflow lifting at the distal bond location. The balloon appeared inverted at the distal end. During functional testing, a 0.018" guide wire was unable to pass through the distal tip. There was no detachment or separation of any portion of the catheter. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, retained device components is listed as a possible adverse effect of the procedure.